Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported her blood glucose reached "high" (>500 mg/dl) less than 24 hours after the pod was activated. She noticed the adhesive pad was loose and the cannula was out of her skin. She went to the hospital. Upon arrival, they treated her with an infusion of nacl and insulin. She stayed in the hospital for a day before being released.